Event description:
It was reported that the patient experienced some chest tightness after excerises and during a procedure of the mildly tortuous, moderately calcified, 85% stenosed, de novo distal left anterior descending artery (lad), the guide wire was positioned and the lesion successfully dilatated with a nc trek balloon dilatation catheter (bdc). The 3.0 x 38 mm multi-link 8 (ml8) stent delivery system (sds) was advanced but could not cross the lesion. A guideliner was used for increased guide catheter support with the ml8 for approximately 2 minutes without success in crossing the lesion. It was noted that a dissection occurred; the patient experienced chest pain, echocardiogram (ECG/EKG) changes and underwent coronary artery bypass graft (CABG) surgical treatment. There was no reported adverse patient sequela. The patient was reported as stable and remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi fielder; other: guideliner. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted that dissection and angina are listed in the instructions for use (IFU) as adverse patient events that may result from the procedure. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.